Event description:
International affiliate reports, the pt was implanted with expedium system screws and connectors to treat metastasis from "surrenal" carcinoma in t10. The devices were used for decompression and stabilization of t9-t11 due to a metastasis in t10. Following a local relapse in metastasis lesion, the implants were removed, curettage was performed, and a new implant system was implanted. There is no clear indication of device failure. However, the info was provided to the affiliate by their local competent authority and a medwatch report is being filed to document this event at this time.

Manufacturer narrative:
The devices are not available for evaluation. As indicated in the initial medwatch report, the nature of the event and the identity of the devices are unknown. No additional information is forthcoming. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The nature of the event is unk at this time. However, additional info is expected. Depuy spine has requested return of the devices. A f/u medwatch report will be filed upon receipt of additional info and/or the devices and completion of the investigation.